Event description:
It was reported the patient had a spot on their stimulator site that was not healing and needed surgery to close the incision as soon as possible. A pocket revision was planned but once in surgery the wound was not going to heal properly so the physician decided to explant the entire system. There was drainage/incisional wound opening along with erosion on the device pocket of the right side implant. If additional information is received on outcome a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# v004735, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 377760, lot# v003346, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. (B)(4).